Event description:
It was reported that during an unknown procedure, the blade snapped after being deployed. This is all the information that was provided to the rep. It is not clear if another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.